Event description:
It was reported that an intra-aortic balloon was inserted uneventfully and connected to the arrow acat 1+ pump. At the onset of pumping, it was discovered that the last 1/2 of the balloon (closest to the tip) was not unwrapping and inflating. Since the problem could not be resolved, the iab was removed and replaced. There were no related pt complications.